Manufacturer narrative:
The facility reported that a piece of white fiber was found in the surgical site and was removed with forceps. No injury resulted and no further intervention was indicated. We received a sample of white fiber measuring approximately 0.5 cm. We are unable to determine if the sample originated from this pack. A root cause has not been determined. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
The facility reported that a piece of white fiber was found in the surgical site.